Event description:
This is the same event and same pt reported under MDR ID# 2939859-2003-00055 pt developed symptoms of hypersensitivity after collagen treatment. Pt self-medicated with amoxicillin, and physician prescribed oral prednisone.